Event description:
The facility representative reported an infuso.r. Pump with a condition of a broken bracket. It is unknown when the event occurred; however, it was identified in the "operating room" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). After further investigation by baxter quality engineering, there is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.